Event description:
It was reported that the "screen protector is slowing peeling off and where it is peeling off he cannot read the display where the screen protector is peeling off." Customer continued to use the pump for insulin therapy. There was no adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.